Event description:
It was reported that during a laparoscopic hernia procedure; the active blade burned through the white pad in the jaws. This created errors on the generator. The procedure was completed using same like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). The device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. When the instrument is not properly attached to the hand piece, it is possible to fail the pre-run test, resulting in an alert screen. This was not seen during our testing. No incident related to the reported event was observed during the batch record review.